Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius service technician (fst) reported that a dry acid mixer had a burning smell, smoke, sparks, and a shorted case. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. The fst stated that they did not observe any flames, arcing, or any other further visible heat or electrical damage related to the reported event. It was also reported that the mixer was filthy and dirty, when it was installed approximately two months ago. There was no harm to any patients or individuals because of this malfunction. The fst replaced the inlet water valve and the control panel which resolved the machine issue. The unit is back in service. The fst confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the reported event. The fst confirmed that the inlet water valve and the control panel will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the fill valve and control console were returned to the manufacturer for physical evaluation. Exterior inspection revealed thermal damage to the valve coil, cracks in the casing, and residue on the valve body, terminals, and casing. The resistance measured across the hot and neutral terminals of the valve was found to be shorted. Exterior inspection revealed no damage to the control console. The control console failed fill operations when attached to a control console test fixture. Internal inspection of the control console revealed no damage. The fill valve relay failed to function when the control console¿s display board was tested with a display board test fixture. The failure was traced to a defective switch in relay k1. A burning smell did not occur during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode.

Event description:
A fresenius service technician (fst) reported that a dry acid mixer had a burning smell, smoke, sparks, and a shorted case. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. The fst stated that they did not observe any flames, arcing, or any other further visible heat or electrical damage related to the reported event. It was also reported that the mixer was filthy and dirty, when it was installed approximately two months ago. There was no harm to any patients or individuals because of this malfunction. The fst replaced the inlet water valve and the control panel which resolved the machine issue. The unit is back in service. The fst confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the reported event. The fst confirmed that the inlet water valve and the control panel will be returned to the manufacturer for physical evaluation.